Manufacturer narrative:
Balt USA reference # (B)(4). Investigation pending return of the suspected device for analysis. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient information: sex: unknown. Disease name: 10 mm unruptured cerebral aneurysm in ba-top. Procedure: unknown. Micro catheter: rist/medtronic ,sl-10/stryker. Assist stent: unknown. Y connector: unknown. Used coils: as per below. Description: in rt ra, the physician performed an approach to the lesion site using rist and sl-10. There were no problems found with the vascular anatomy or with checking the coil prior to insertion. The reported coil was not placed as desired in the aneurysm, so the physician pulled the coil back to the catheter to re-place it. When the coil was pulled back into the catheter, a notch was form in the coil, and the coil unraveled around the notch and could not be retrieved. The sl-10 hub was dissected and retrieved outside the body along the goose neck. Then, the physician found that the reported coil was detached early inside the catheter. After that, the procedure was completed with a new sl-10 and a competitive coil. The procedure was extended for 20-30 minutes. " update 09apr2024 - additional information received from the issuer: "additional information: during the process of pulling the coil system back into the catheter to reposition the implant coil within the aneurysm, a knot was formed on the implant coil and the coil unraveled around the knot, causing early detachment. 2. Were any attempts made to detach the implant coil using the detachment controller? There were no attempts to detach the implant coil using the detachment controller." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4) the returned device was inspected in our quality laboratory. During our analysis: we observed the introducer sheath and implant coil was not included with the device return. We noted the microcatheter was cut at the proximal end. We observed upon return of the coil system, the implant coil was detached from the delivery pusher. We observed no sign of detachment cycle being ran. We observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact. We observed distal end of the sr to be visually opaque in color - indicating the thread endured an overload in tensile stress. Root cause of the reported issue can likely be attributed to an overload of tensile stress exerted on the implant coil. Upon return of the device, we observed no sign of detachment cycle being ran. In addition, we observed the profile of the sr thread's distal end to indicate that the thread endured an overload in tensile stress. It was reported that "when the coil was pulled back into the catheter, a notch was form in the coil, and the coil unraveled around the notch and could not be retrieved". Without the return of the implant coil its exact condition is unknown, however as the implant coil had become damaged during the attempt to redeploy the implant coil, this damage likely led to the implant coil enduring excessive friction ultimately leading to the premature detachment. The associated microcatheter was returned and found to be severely damaged with the hub cut off from the proximal end of the device. Due to it's condition, further testing of the microcatheter could not be performed. If the microcatheter were to have become damaged during the case, this could have also caused the coil system to endure excessive friction and potentially lead to the premature detachment. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230900494 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient information: sex: unknown disease name: 10 mm unruptured cerebral aneurysm in ba-top procedure: unknown micro catheter: rist/medtronic, sl-10/stryker assist stent: unknown y connector: unknown used coils: as per below. Description: in rt ra, the physician performed an approach to the lesion site using rist and sl-10. There were no problems found with the vascular anatomy or with checking the coil prior to insertion. The reported coil was not placed as desired in the aneurysm, so the physician pulled the coil back to the catheter to re-place it. When the coil was pulled back into the catheter, a notch was form in the coil, and the coil unraveled around the notch and could not be retrieved. The sl-10 hub was dissected and retrieved outside the body along the goose neck. Then, the physician found that the reported coil was detached early inside the catheter. After that, the procedure was completed with a new sl-10 and a competitive coil. The procedure was extended for 20-30 minutes. " update 09apr2024 - additional information received from the issuer: ": additional information during the process of pulling the coil system back into the catheter to reposition the implant coil within the aneurysm, a knot was formed on the implant coil and the coil unraveled around the knot, causing early detachment. 2. Were any attempts made to detach the implant coil using the detachment controller? There were no attempts to detach the implant coil using the detachment controller." Update 07may2024 - additional information received from the issuer: "1. Will the microcatheter be available for return? [?]yes. The microcatheter will be returned with the coil. The microcatheter to be returned does not have a hub." Incident report form submitted for this complaint indicates that no patient injury was sustained.